Event description:
It was reported that the patient was admitted to the hospital for weakness, lead thresholds were high, and lead impedance had increased. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.